Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient had gotten their implant three to four years ago and had it removed due to an infection. It was reported that the patient had an infection at the area of their ins. Symptoms reported were drainage and a wound at the incision opening. It was stated that the patient¿s ins site ¿got hot,¿ and the infection was confirmed. It was reported that the patient¿s battery split open, the battery site got hot and was leaking fluid. The patient received antibiotics and the infection was confirmed. They had the total system explanted and antibiotics were given before and after the explant. It was reported that the patient noticed that something wasn't right in (B)(6) of 2014 and the infection was confirmed that same month. They had the entire system removed on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applicable to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified that it was their incision that had split open, not their battery. They were told that the cause of their incision splitting open and infection was due to the battery getting hot. The patient noted that the device was removed a few years ago, and they were just implanted with another one on (B)(6)2017. They mentioned they were (B)(6)pounds when the device was removed. No further complications were reported or anticipated at this time.